Manufacturer narrative:
All available information was investigated and the reported unintended movement and difficult to open or close could not be confirmed during return device analysis as the device functioned normally. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in the event. Additionally, a review of the complaint history identified no other complaints reported from this lot. It should be noted the instructions for use (IFU) of the mitraclip system states, ¿do not use mitraclip® outside of the labeled indication¿. Based on this information, the reported off-label use of the device appears to be due to user error. However, the off-label use did not likely contribute to the reported issues. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip opening during the procedure. It was reported that this was a mitraclip procedure, used off label to treat grade 4 mixed etiology tricuspid regurgitation (mr). The tricuspid leaflets were grasped. Before the clip was deployed, the final arm angle was checked, but the clip failed, it opened during the test. Troubleshooting was performed and final arm angle was checked a second time, but it was the same outcome. Troubleshooting was performed again and the clip was unable to close past 60 degrees. At this point, it was decided to remove and replace this device. The grippers were raised, the clip was inverted, and the clip was then able to close all the way. The clip was removed without incident. Another mitraclip was used to complete the procedure. One mitraclip was implanted reducing tr to grade 2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.